Manufacturer narrative:
On 28-feb-2024 case update: complained product will not be not available.

Event description:
Head fell off, metal pin which holds the head from the top had come out. Pin too was loose - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head fell off. The metal pin which held the oral-b toothbrush head from the top had come out and the pin was loose. No injury was reported. On 28-feb-2024 follow up via e-mail: the oral-b device was discarded. No injury was reported.

Event description:
Head fell off...metal pin which holds the head from the top had come out...pin too was loose - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head fell off. The metal pin which held the oral-b toothbrush head from the top had come out and the pin was loose. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.